Event description:
A physician reported that ophthalmic console power went off during surgery. The procedure was completed after restarting the system. The details about patient impact was not reported. Additional information cannot be obtained as the reporter is unwilling to provide further information.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company service representative diagnosed the issue remotely. The company service representative submitted a repair estimate, and it was considered by the customer. The customer opted to move budget towards new purchases. Sales was able to support the customer. The customer would contact again in the case of a change in policy and a request for a repair onsite. No further testing was performed. A system non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).